Event description:
It was reported that a presented with the patient's implantable cardioverter defibrillator found ton back-up vvi mode due to MRI scan without prior programming of the MRI conditional system. Back-up defibrillation was lost during the reset. Corrective programming changes were made. No adverse patient consequences were reported.